Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient's hip arthroplasty was revised, exchanging the head and liner and performing an incision and drainage due to a greater trochanter fracture, and hematoma was also noted. The femoral stem remained implanted.